Event description:
Several departments within the hospital along with home care have reported that the anesthesia masks are cracking. Specifically, medline, size 3, lot # s: 40019030108, 40019030117, 40018090136, and 40019030104. Size 2 lot #: 40019020125. It is our understanding that no patients have experienced harm. The manufacturer has been made aware and has been given several of the masks for internal review. We have not received any findings from the manufacturer.